Event description:
The pt's sys was explanted, because the lead had migrated out of the implant, as well as the epidural space. The dr decided to implant pt with a new boston scientific spinal cord stimulator sys.